Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness, dizziness and heart rates in the 30s. The implantable pulse generator (ipg) was reported to be pacing below the programmed rate. The right atrial (ra) lead exhibited undersensing. The ra lead and ipg remain in use. No further patient complications have been reported as a result of this event.